Manufacturer narrative:
Analysis of wr9200 (B)(6) recharger found led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger was unresponsive and the battery indicator lights were continuously blinking green, alternating from top to bottom. The caller stated that the patient was charging their implants today when the issue occurred. The caller mentioned that the patient fully charged one of their implants before this occurred, and they managed to charge the other implant to 100%. They said the patient charges the implants once a week, typically every friday. After resetting the wr (both on and off the dock), the wr continued to be unresponsive with the battery indicator lights continuously blinking green. The issue was not resolved. A request was sent to the repair department to replace the wr. The caller was warm transferred to patient registration services to update the patient's managing healthcare provider on file.